Event description:
The device was returned and analyzed.

Manufacturer narrative:
The device was returned and analyzed. Investigation anchor found the silicone casing was torn. Based on the investigation findings, the damage is more indicative of stretching or tearing occurring over time after the anchor was implanted. However, the exact root cause of the damage could not be determined.

Manufacturer narrative:
Analysis of the device is currently in progress. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during a lead revision procedure the physician noticed the anchor had come apart. All the pieces of the anchor were removed and new ones were implanted. There have been no reports of further complications regarding this event and the patient is currently using their device to find effective pain relief.